Event description:
It was further reported that the procedure was completed with another device.

Event description:
It was reported that prior to a peripheral treatment procedure, the inner packaging was open. During unpacking of the smash balloon it was noted that a corner of the inner packaging was open.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned box package revealed no damage was noted to the box. The inner tray was removed from the box package and it was noted that the right hand corner of the tray (with the back of the tray facing upwards and the label facing downwards) was peeled back. A clear impression of a uniform seal is evident on both sides of the tray package. The bsil seal was intact. The device was still inside the tray and no damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).